Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the stent was found to be damaged with its tip broken upon opening the normal package of the product. A new stent was replaced for the placement.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. No physical sample was returned, however, photo samples were submitted by the customer. The stent appeared to be partially separated at the pigtail. The separation appeared to be indented in, this is similar to what is seen when the material is cut with a sharp object since no stretching or discoloration was noted. A potential root cause for this event could be, "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the stent was found to be damaged with its tip broken upon opening the normal package of the product. A new stent was replaced for the placement. Per follow up via ibc on 15nov2021, it was stated that the package of the product was intact, so it would probably not a shipping damage.